Event description:
It was reported that during preparation for a holmium laser lithotripsy procedure, the fiber tip broke. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
The device was not available for analysis; despite good faith efforts boston scientific has been unable to obtain additional information regarding product return in time for prepared submission. Therefore, no physical or visual analysis of the product could be performed. However, media provided showed that the fiber connector was separated from the fiber body. Therefore, the reported allegation was confirmed.

Event description:
It was reported that during preparation for a holmium laser lithotripsy procedure, the fiber tip broke. The procedure was completed using another fiber. There were no patient complications reported.